Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) on (B)(4) 2012. However, the device was accidently misplaced so a device evaluation could not be completed. A conclusive root cause could not be determined as the device was not evaluated and the facility's equipment (the hand piece used to connect the instrument to the generator and the generator itself) could not be evaluated. As the generator and hand piece work together to power the instruments, any failures of these pieces of equipment will result in the instruments not working properly. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the ultrasonic scalpel "worked intermittently." No patient injury was reported by the user facility.